Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (patient who has requested surgery to remove essure but it has not been performed yet). Essure treatment was not changed. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 677 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-jul-2017: despite attempts it was not possible to obtain additional information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient will experience medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient will be treated with surgery (patient has requested surgery to remove essure but it has not been performed yet). Essure treatment was not changed. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. In the present case, limited information was provided. The exact reason for device removal was not specified. However, considering that surgical intervention will be performed, this case was regarded as incident. A product technical analysis has been requested.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient will underwent medical device removal (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (patient who has requested surgery to remove essure but it has not been performed yet). Essure treatment was not changed. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 17-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. In the present case, limited information was provided. The exact reason for device removal was not specified. However, considering that surgical intervention will be performed, this case was regarded as incident. The product technical analysis resulted in an unconfirmed quality defect. Further information has been requested.